Event description:
It was reported that an ilet user with a connected freestyle libre 3 plus sensor experienced a loss of glucose readings after the prior evening, and the user¿s attempt to fix the sensor did not restore data until the agent guided a device restart, after which readings resumed. No adverse clinical effects were reported. Outcomes included restoration of continuous glucose data without need for medical intervention. User support included remote troubleshooting and user education. Investigation of this case revealed a temporary pairing or communication failure between the sensor and the ilet that was resolved by restarting the ilet, indicating transient connectivity disruption without device damage. It was concluded, based on previously established findings for similar reports, that the cause was user-system interaction and transient communication error.